Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens+ (lal+, sn (B)(6), +21.0d) on (B)(6) 2024. Postoperatively, the patient reported an area of shadows/greyness prior to any light treatments. A sphero-cylindrical first adjustment was performed which improved the patient's visual acuity, but the area of shadows/greyness remained. A secondary procedure was performed on (B)(6) 2024 to reposition the lal+ with reverse optic capture. On (B)(6) 2024, the lal+ was explanted due to blurry vision and reports of continued visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).